Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's son reported that customer passed away on (B)(6) 2014. Customer went to the hospital on (B)(6) 2014 because she was feeling ill. Her blood glucose was out of control and she could not manage it. She stated that the bug she had was nothing serious. She was released the following morning. Customer's son found customer had passed away when he visited her a few days later. He stated that she passed away in her sleep. No autopsy has been performed, but given customer's history, customer's son stated that low blood glucose was the probable cause of death. Customer was wearing the insulin pump when she passed away. Her last blood glucose was unknown because customer's son does not have the device or customer's meter with him. He is returning the device for analysis. Nothing further reported.